Event description:
Subsequent to the initial medwatch report, additional reported information indicates that there was no resistance during advancement of the dilatation catheter. The balloon was inflated one time to 18 atmospheres for 10-15 seconds. There was no resistance during removal of the dilatation catheter from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: functional testing was performed to soak the device and inflate the balloon to 18 atmospheres, and the balloon inflated without difficulty. An attempt was then made to pull negative with an indeflator to measure the deflation times, but the balloon took over 40 seconds to deflate, confirming the reported incident. However, after the indeflator was used to flush the inflation lumen to dissolve the contrast, additional measurements of the deflation times were found to be within manufacturing specification. It is possible that the contrast was not sufficiently diluted with saline and could have contributed to the inflation failure. Contrast mix that is more concentrated can lead to slower deflation. It should be noted that the material required section of the nc trek rx instructions for use states to use 60% contrast medium diluted 1:1 with normal saline. It is also possible for damage to the shaft to contribute to a deflation issue. However, this damage was not originally reported in the case description and clarification received from the account stated that there was no resistance noted during advancement or removal of the device, which may suggest that the damage occurred from further handling after the procedure. Additionally, since the deflation times met specification after the catheter was flushed, this damage does not appear to be related to the reported deflation difficulty. Based on the information provided with this incident and the analysis of the returned device, the reported deflation issue and noted damage appear to be related to operational context of the device and not a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during the procedure in the mildly tortuous and calcified right coronary artery for treatment of an 80% de novo lesion, pre-dilatation was performed using a non-abbott balloon followed by successful deployment of a 3.0x12 xience v stent. Post dilatation was performed using a 3.25x12 nc trek balloon; however, the balloon could not be deflated. The physician was ultimately able to deflate the balloon slowly after approximately 40 seconds. The catheter was withdrawn from the anatomy and the procedure was completed without adverse patient effect. Outside of the anatomy the physician attempted to inflate and deflate the balloon; the balloon did not deflate. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: sion,guide cath: mach1,stent: xience v 3.0x12.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.